Manufacturer narrative:
Additional information is being requested for the serial number of the device. This report will be updated should this information become available.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Device data was sent to rhythmcare for review. Data review determined that this lead has exhibited high shock impedance measurements consistently over the course of the previous three years. This lead remains in service. No adverse patient effects were reported.